Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 302 mg/dl at the time of the incident. The customer also reported failed battery test alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery , battery out limit or failed battery test alarms noted during testing. Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify a33 alarm, prime or fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.